Event description:
Caller from facility reported that a free flow had occurred while the unit was being used to compound tpn solutions. The evidence for this was discovering that the source container on station 4 was empty after 4 bags had been compounded. None of these bags was programmed to receive solution from that station. Three of the bags were discarded, the other having already been delivered to a patient. There had been a few no flow alarms on station 1,2 and 6 during the compounding of these bags. The caller was advised not to use the unit, which will be returned for eval. Update: user from facility stated that 5 bags had been made when the empty container was noticed and that 2 bags had reached patients. These two patients had no adverse events resulting from this and the only intervention was to replace the tpn solutions.